Manufacturer narrative:
Conclusion - 25 (quality system deficiency): CAPA (B)(4) was initiated since staar japan reported a label discrepancy for the ks-1 preloaded silicone iol: power size label discrepancy between tray label (+25.00d) and injector body diopter label (+25.50d). Based on the investigation the root cause was due to operator error and was a violation of msop 411, primary packaging for preload intraocular lenses (iols) section 8.3, revision f. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 25.00. (B)(4). Method code: method evaluation: device work order search. Results code: evaluation result: a device work order search was performed and one similar complaint was found within the work order. Conclusion code: conclusion not yet available. Evaluation is in progress. (B)(4). Device was not returned.

Event description:
The reporter indicated when they opened the package for a ks-1 aq2017v pre-loaded injector 25.0 diopter, they found the label on the injector to be 25.50 diopter. The sterile package was opened, but there was no patient contact.